Manufacturer narrative:
Conclusion: the valve was not returned to medtronic for product analysis. Images were provided for review. There are no valve load check images for this event. The imaging provided confirmed the valve dislodged out of the annulus and was snared into the ascending aorta. The executive summary annulus measurements support the use of a 29mm valve however the lvot and left ventricle were dilated which can cause difficulties with implanting. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the image review, the most likely cause was the valve being on the upper end of a 29 millimeter (mm) valve, however the left ventricular outflow tract (lvot) measurement is 88.4mm which can cause difficulties with landing the valve location. A device history review was not required for this event. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. H6-updated eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve did not hold in the annulus. The valve either dislodged deep into the left ventricle or dislodged aortically out of the annulus. Following deployment, the valve dislodged out of the annulus into the ascending aorta. Two days later the valve was explanted. No additional adverse patient effects were reported.